Event description:
It was reported that before an oral surgery, a black fluid/oil came out of the device. There was no reported pt or user injury, and it could not be verified whether or not there was a delay in the procedure or if the procedure was completed successfully.

Manufacturer narrative:
The drill has been received at the manufacturer, and a quality evaluation will be conducted. A follow-up report will be submitted once the investigation is complete.